Event description:
It was reported that troubleshooting was done due to coupling and or communication issues. The patient had no communication coupling bars since implant. Troubleshooting was done with two rechargers to determine if communication could be established. The patient had to have a pocket revision due to the battery being implanted a little too deep and not on a flat plane. Since the revision, the patient was getting 8 bars on the recharger. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3778 lot # v750636011 implanted: (B)(6) 2011 explanted: unk lead model 3778 lot # v750636010 implanted: (B)(6) 2011 explanted: unk patient programmer model 37743 serial # (B)(4) implanted: na explanted: na.